Event description:
It was reported that during an open reduction internal fixation (orif) procedure to a left elbow olecranon fracture, approximately one millimeter of the drill bit tip broke off. X-rays were taken and it was confirmed that all pieces were retrieved. The surgeon successfully completed the procedure using another drill bit. The surgery was not delayed and there was no other medical intervention required, and the surgery was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. X-rays were required to determine whether fragments were embedded in patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.